Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was poor left ventricular (lv) lead threshold and diaphragmatic stimulation shortly after implant. The lead was programmed off. The lead was capped and not replaced at a later date. No further patient complications have been reported as a result of this event.